Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the initial complaint of a dim/fading/color spectrum display issue could not be tested due to a blank-display issue. The pump powered up properly, but with a blank display screen caused by a failed display flex. The original display screen was replaced with a test-display screen; the test-display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.